Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for high shock lead impedance, out-of-range at 129 ohms. Data over the previous year demonstrated the shock impedance to be fairly stable and high, but in normal range. Technical services recommended increasing the impedance alert threshold and performing a commanded shock to evaluate system integrity. The ICD and right ventricular lead remain in service at this time. No adverse patient effects were reported.